Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt passed away on (B)(6) 2015. Review of the details surrounding the event reveals that the pt experienced an appropriate defibrillation event consisting of six appropriate shocks for ventricular tachycardia / ventricular fibrillation and four other shocks due to svt. The rhythm after the last shock remained in svt. The pt developed vf approx 220 seconds after the last shock. A subsequent treatment was not delivered due to the pt receiving the maximum 5 shocks in a single treatment sequence. In addition, artifact was later detected on both ECG channels in which the device declared a non-treatable rhythm. The electrode belt was then disconnected. The pt was reportedly unconscious and not wearing the lifevest at the time of passing.

Manufacturer narrative:
Device eval was accomplished through a review of the pt's downloaded data file. Review of the date does not indicate any device malfunction related to the pt's death. Monitor (B)(4); electrode belt (B)(4), manufacturing date: 04/2012.